Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 580 mg/dl with strong, fruity breath odor, rapid- deep-breathing, abdominal pain, extreme thirst (polydipsia), excess urination (polyuria), nausea, shortness of breath, chest pain, vomiting, and unspecified ketones. The reporter noted the patient was hospitalized and treated with insulin via injection, and insertion site change, intravenous fluids, and food/drink. It was reported the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.